Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion area was located in a moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx40mmx135cm (4f) sterling balloon and 4.00mm/1.5cm/140cm small peripheral cutting balloon were selected for an endovascular treatment. During the procedure, at the first inflation, both balloon devices ruptured at 14 atm. The devices were simply removed from the patient's body. The procedure was completed with a different device. No patient complications reported and the patient was good post procedure.